Manufacturer narrative:
The report of ¿nonfunctional¿ ipg and ¿device related pain¿ was not confirmed. Analysis of the returned ipg found as received, the device was functional; it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or pain is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Event description:
It was reported patient experienced device related pain. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.